Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in (B)(6) 2012 and performed to specification up to (B)(6) 2012. The device failed a self-test due to a low battery on (B)(6) 2012 and on (B)(6) 2012. There is no evidence within the history of the device or during testing to indicate the device was switching itself on. Investigation confirmed a fault with the membrane. This caused the device to switch itself on automatically, which has the potential to cause premature depletion of the pad-pak (battery). The pad pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multiple-use.